Event description:
It was reported that the patient experienced infection at the site of the scrotum. The patient's artificial urinary sphincter (aus) was removed. A new aus was implanted. No information was provided about the patient's outcome. Additional information was requested and will be provided as it becomes available.